Manufacturer narrative:
Analysis found the reported event of guidewire insertion failure was confirmed. As received, a complete lead without the associated guidewire was returned in one piece. Visual inspection found the inner coil lumen at the distal region clogged with ptfe coating of the guidewire. The cause of the reported event was isolated to the ptfe coating of the guidewire clogged inside the inner coil lumen consistent with damage occurring at the time of procedure.

Event description:
It was reported that during implant on (B)(6) 2018, the percutaneous transluminal coronary angioplasty (ptca) suddenly could not be moved. A stead wire was then used and still could not be inserted in to the end of lead. The physician decided to use another lead. The patient was stable.